Event description:
Complainant alleged that while attempting to treat a male pt in cardiac arrest , after the first analysis of no shock advised and the second analysis successfully delivering 120 joules, on the third analysis the device failed to charge and prompted a "change batteries" message. Complainant alleged that the continued CPR until arrival at the hosp where other clinicians took over the case. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for eval, and this complaint is still under investigation.